Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed unexplained power on reset events on the date of the complaint. The returned battery cap and test cap attached securely to the pump. All battery cap contact measurements were within specifications. The pump was run for 24 hours and no reboots occurred. The complaint of intermittent power occurred during investigation. Evidence of moisture was found behind the display lens. A leak test was performed and failed due to a case crack leak. The pump was opened to find no damage to the power circuit. Evidence of moisture was found throughout the internal pump. (B)(4).